Event description:
The customer reported that the insulin pump alarmed motor during a bolus. Troubleshooting was performed. Reviewed the alarm history and the motor error alarms were confirmed. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.